Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer indicated the device takes longer than usual for the red alarm to activate on a low hr of 80 using simulator. The customer was advised to reload the configuration file from a ¿good¿ mp70 in the same unit. Additionally, the customer was provided with bench repair options.

Event description:
It was reported there were alarm issues. The device was not in use on a patient at the time of event, there was no patient involvement.